Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. The cement that was used for this complaint was an osartis cement and the complaint will be communicated to osartis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had right elbow pain for years and advanced arthrosis. In (B)(6) 2020, an initial intervention to put a cemented implant for the elbow was performed, not involving a zimmer biomet cement. The cement solidified in a very fast way and mechanical complications appeared after the surgery. A revision surgery was therefore performed on (B)(6) 2021. The revision surgery resulted in complication post operative with paralysis of the right upper extremities and loss of usage of right hand. The current complaint investigated the revision surgery on (B)(6) 2020. This report was first communicated as a conservative approach, as to date, it was not confirmed that a zimmer biomet cement was used during this revision surgery. Investigation showed that the cement used on (B)(6) 2020 was not a zimmer biomet one as well. The event will be communicated to osartis and invalidated at zimmer biomet.

Manufacturer narrative:
(B)(4). Report source, foreign and health professional - event occurred in (B)(6). The device manufacturing quality record can't be performed since the reference and batch number of the product was not communicated. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. No reference or batch number communicate.

Event description:
It was reported that a patient had right elbow pain for years and advanced arthrosis. In (B)(6) 2020, an initial intervention to put a cemented implant for the elbow was performed, not involving a zimmer biomet cement. The cement solidified in a very fast way and mechanical complications appeared after the surgery. A revision surgery was therefore performed on (B)(6) 2021. The revision surgery resulted in complication post operative with paralysis of the right upper extremities and loss of usage of right hand. The current complaint investigated the revision surgery on (B)(6) 2020. This report is communicated as a conservative approach, as to date, it is not confirmed that a zimmer biomet cement was used during this revision surgery.